Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a polaris multiaxial inserter with a twisted tip was discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided.